Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. P-cap locked in place properly during testing. Unit received with cracked retainer, serial number label damage, battery tube threads - cracked, cracked case on battery side, cracked case (battery tube), cracked case-corner of belt clip rails, missing display window/cover, cracked keypad overlay, stained keypad overlay, and pillowing keypad overlay. In summary, customer allegation of cosmetic damage was confirmed during visual inspection when cracked case on battery tube was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic) and a crack on the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1715k. Troubleshooting was not performed. Mmt-1715k was requested and the device was returned for analysis.